Event description:
It was reported that two stage right hip revision surgery was performed due to infection. First stage performed (B)(6) 2014, followed by a total hip replacement (B)(6) 2014. Approximately 3 years before the revision the hip started squeaking and making noises.